Event description:
Caller reported a past minimum fill notification. There was no reported adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by reloading the same cartridge onto the pump, allowing for the resumption of insulin delivery.